Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the basket had no wire channel. An rx lithotripter compatable basket had been selected to treat an unspecified lesion in the common bile duct (cbd). The facility was unable to backload the basket over an unspecified type of wire as "there was no wire channel". They tried unsuccessfully to make their "own channel" utilizing unspecified means. The procedure was completed by using another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".